Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified alarms occurred. In addition, it was reported that the pump prompted the customer to repeat the load process several times during the load fill tubing. Customer alleged that the screen timed out and it could not be confirmed if screen was timing out sooner than expected. Customer declined to troubleshoot with tandem technical support.